Event description:
While the patient is under anesthesia and surgical site open, the microscope turned off by itself and did not reboot appropriately. Biomed engineering and our rep from medtronic tried to troubleshoot it but patient was not operated on for 10 minutes during this time. It finally reset and worked, and the resource nurse was informed to ask for a backup microscope in case it stopped working mid case again. The vendor for the microscope has been informed and will be arriving wednesday, [date redacted] and will be doing the repairs. The company technician conducted and full analysis and repair of the microscope. The intergrations of the microscope and navigation software was not working properly. Manufacturer response for microscope, carl-zeiss (per site reporter). The company technician conducted and full analysis and repair of the microscope [date redacted].